Manufacturer narrative:
(B)(4). A medtronic representative performed a navigation system check-out, all areas passed. (B)(4). Medtronic representatives following-up at the site were unable to replicate the reported issue.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy. The surgeon successfully registered the patient and performed the septoplasty on the patient first and then noticed being inaccurate by approximately 3 to 4 centimeters. The surgeon then re-registered the patient and was accurate on the patient's nose, however, the surgeon was inaccurate by approximately 2 centimeters at the back of the sphenoid. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.